Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause for the noise and impedance issues, and the fluid in the helix housing prohibited helix movement/testing. However, an x-ray revealed the cathode coil was stretched near the tip, which would not allow torque to be delivered to the tip as designed. The stretched coil likely contributed to the observation of the helix not deploying.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The helix would not deploy, and there were observations of noise and high out of range impedances greater than 2000 ohms. The lead was not implanted. It was reported that there were no additional adverse patient effects.